Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. One photo was returned for investigation and observed black foreign matter (fm) inside the syringe needle hub. One actual sample without syringe was returned for investigation. The returned sample was subjected to visual inspection. It was observed that black fm was seen inside the syringe needle hub. The black fm was sent for fourier transform infrared spectroscopy (ftir) test. The spectrum matches reasonably with that of poly (isobutyl methacrylate). After reviewing the entire manufacturing process for syringe and needle, it is not possible to have any material composition of poly (isobutyl methacrylate) used on the manufacturing and root cause could not be determine.

Event description:
It was reported that there was a stain on the bd¿ syringe's luer slip needle hub. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a stain on the bd¿ syringe's luer slip needle hub. There was no report of exposure, injury, or medical intervention.